Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 41 mg/dl. The customer did experienced the symptoms such as sweating and mental confusion. The customer treated low blood glucose value with food. The customer was using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported programming is accurate. Customer received calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.